Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse inspected the sample and tube detect flags and re-adjusted the sample cup flag. The engineer also re-adjusted the sample prevention tilt spring. A test rack check was run with 14 samples as verification, all samples were processed with no errors. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was related to sample/tube detect flags slightly off.

Event description:
On (B)(6) 2015 a customer reported error 2300 s loader step feed failure with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting prog, lhii and e2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.